Event description:
It was reported that stent migration occurred. A 2.50 x 16mm synergy xd drug eluting stent was implanted in the proximal ramus lesion. When the stent delivery system was removed, it was found that the stent had migrated into the distal left main. A 5.0 mm balloon was then advanced through the stent to expand it in the left main. The procedure was completed with the same device. There were no patient complications reported.